Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the device was pre-approaching recommended replacement time (rrt). The weekly battery voltage trend data shows min battery equaling 2.989 to 2.628 volts minimum between (B)(6) 2012 and (B)(6) 2013 is before device rrt of less than or equal to 2.6251 volts. Concomitant products: 419488 implantable pacing lead - (B)(6) 2006; 507652 implantable pacing lead - (B)(6) 2006; 7122 competitor im plantable tachy lead - (B)(6) 2010. (B)(4).

Event description:
It was reported that the device is reaching eri sooner than expected. The device remains in use. It was also reported that they were wondering why they did not see a yellow alert on the transmission. It was explained that the device is not at eri yet, but once eri is triggered by the device a yellow alert will show up. No patient complications have been reported as a result of this event.